Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, when the patient was at home, the patient was throwing up, had stomach pain and a fever. The cgm was reading 250 mg/dl and the blood glucose reading was 500 mg/dl. At this moment the patient was treated at home with insulin injections. The next day the patient was still not feeling well, was still throwing up, feeling foggy, and had a fever, and was brought to the hospital by his parents. At this moment the cgm was reading 130 mg/dl, and the blood glucose reading was 300 mg/dl. When the patient arrived at the hospital the blood glucose reading was 200 mg/dl, no cgm reading was reported from the time at the hospital. The patient was treated with intravenous insulin. The patient stayed in the hospital until he had recovered and was discharged after about being in the hospital for 4 hours. At the time of the report, the patient felt okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Per documentation, it was reported that the patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the abdomen. Initially, when the patient was at home, the patient experienced throwing up, stomach pain and a fever, the cgm was reading 250 mg/dl and the blood glucose reading was 500 mg/dl. At this moment the patient was treated at home with insulin injections. The next day the patient was still not feeling well, was still throwing up and had a fever, and was brought to the hospital by his parents. At this moment the cgm was reading 130 mg/dl, but no blood glucose reading was reported. When the patient arrived at the hospital the cgm reading was 200 mg/dl, no blood glucose reading was reported from the time at the hospital. The patient was treated with intravenous insulin. The patient stayed in the hospital until he had recovered and was discharged after about being in the hospital for 4 hours. At the time of the report, the patient felt okay. No other details were documented. Per medical review, this would constitute as a serious adverse event as there was a serious injury (patient was vomiting over the course of 2 days and could not stop this with the diabetes management given at home) and a medical intervention (intravenous treatment with insulin). Even though no blood glucose readings were reported from the event date, given that the patient had persistent symptoms, and that the patient needed to be treated in the hospital with intravenous insulin, it is likely that the cgm readings from the event date were inaccurate and contributed to the worsening of symptoms and treatment needed to recover.